Manufacturer narrative:
Additional catalog #s: 72402105, 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) male with congenital abnormality and anal atresia was implanted with an acticon device on (B) (6) 2001. On (B) (6) 2008, the entire device was removed and replaced, due to recurring incontinence. A request for the device was sent and the device was not returned for analysis. No further info has been provided.